Event description:
The user reported a worsening of their hearing while using the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field several channels have been deactivated due to being involved in a short circuit, which might be caused by a damage to the active electrode by device minute mobility. In addition two channels have been left extra-cochlear at implantation surgery. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a worsening of their hearing while using the device. Re-implantation is considered.